Event description:
It was reported that the ilet screen was cracked beneath the glass with black lines through the display after the user likely laid on it at work, resulting in a nonfunctional screen yet the user continued to read glucose values and use the device for insulin delivery until a replacement arrived. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed that available information was insufficient to characterize a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established.